Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through complete pump reset, and after reset pump no longer showed cgm error and customer successfully started new sensor session.